Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the air/ water cylinder and tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3, g2. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material remained because the device was not reprocessed properly due to leak occurring from the distal end. However, a definite root cause could not be determined. The instruction manual states the detection method associated with the event in "gif-h185 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-h185 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.